Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR# 2134265-2012-06652 and 2134265-2012-06654. It was reported that post a stenting treatment procedure stent thrombosis occurred. The patient presented with an acute myocardial infarction. The target lesion was located in the 100% occluded, non-tortuous and non-calcified right coronary artery (rca). The patient was given reopro antiplatelet therapy and a 3.0x32mm promus element stent was deployed in the lesion at 20atms for 12 seconds and then a 4.0x16mm promus element plus stent was deployed at 19atms for 10 seconds, overlapping the 3.0x32mm stent. An additional 4.0x16mm promus element plus stent was deployed in the lesion at 20atms for 14 seconds; it was noted that there was a segment of good tissue in between the overlapping stents and the 4.0x16mm stent. All three stents appeared well positioned and apposed under angiography; however, the physician was only able obtain timi 2 flow after the initial procedure. The procedure was successfully completed with no patient complications reported and the patient was discharged on plavix and aspirin. The patient returned two days later with chest pain and it was found that all three stents had thrombosed and were 100% occluded. The lesion was wired and the physician dilated the lesion several times with a 2.0x16mm and a 3.0x15mm apex balloon; however, the physician was unable to re-establish flow. The physician then stented the circumflex (cx) artery and completed the procedure. No additional patient complications were reported and the patient's current condition is fine.